Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2022x pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not reported.

Manufacturer narrative:
H10: the sample was returned for evaluation. Device history records have been reviewed. The investigation is confirmed for the alleged material rupture issue. The root cause could not be determined. The device was labeled for single use.

Manufacturer narrative:
The one device belonging to the sole complaint is expected to be returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2022x pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not reported.